Event description:
It was reported that the home patient (hp) received a high drain 104 alarm on the homechoice (hc) machine during drain four of four. A high drain error alarm is indicative of an iipv event. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The registered nurse (rn) stated that the alarm occurred over the weekend and that he was unsure which patient was involved. The technical service representative (tsr) explained the alarm and its triggers. The rn stated that all of his renal patients were fine. No additional information is available.

Manufacturer narrative:
(B)(4). The actual date of the alarm is unknown. It was reported that it occurred over the weekend, (B)(6) 2013. The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): as the homechoice was not returned, a device analysis could not be completed. The cause of the reported issue could not be determined with the available information. Should relevant additional information become available, a follow-up report will be submitted.